Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period (B)(6) 2019 to (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4). H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during insertion of the intra-aortic balloon (iab), the guide wire got caught on the inner lumen and could not be inserted. A second iab of the same size was then used, but the same issue occurred. The customer then attempted with a smaller size and was able to insert successfully and start therapy. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate report will be submitted for the first iab used.